Event description:
Patient reported right side rupture and "fatigueness", not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, b.6.

Event description:
Healthcare professional reported "complaints of fatigue, increased inflammation in both small and large joints of her hands and dupuytren's contracture"; these events are not device related. Healthcare professional also reported "implant had a sticky surface; it was otherwise intact."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. Device evaluation: visual analysis of the returned device identified: one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: one sharp edge opening in the shell with stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with stress marks in the side posterior assessed as surgical impact opening.

Event description:
Patient reported right side rupture and "fatigueness", not device related. Device has been explanted.